Event description:
It was reported that the screw will not fit through nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the screw will not fit through nail.

Manufacturer narrative:
Evaluation revealed that the lag screw did not contribute to the complained event, therefore, it was classified as concomitant item.